Manufacturer narrative:
No button error alarm noted. Failure analysis found unresponsive escape button due to corroded keypad trace. Failure analysis was unable to perform displacement test due to unresponsive button. No moisture damage noted on the electronic assembly or motor assembly. The insulin pump had battery tube threads cracked, broken reservoir tube lip, minor scratched lcd window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 184 mg/dl. The customer stated the alarm occurred after exposing the insulin pump to moisture. Customer stated the alarm persisted after the battery was removed from the insulin pump to dry. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.